Manufacturer narrative:
E1: +(B)(6). H3: one device was returned for repair. The device has not been in for repair in the last 12 months. The device was in good condition and no physical damage was found on the pump. The customer problem was confirmed, as error code 46822 was displayed in the device information. The cause of the primary problem was unknown. Actions taken to correct the reported problem included deleting the error code and executing a software update.

Event description:
It was reported that the problem is "error 46822 ". There was unknown patient involvement. The event occurred during the pump start-up. The incident took place in the operating room.